Event description:
Reporter indicated the pt's generator was replaced due to malfunctioning battery. Further follow-up of this event revealed that the pt had not been receiving benefit from the vns therapy prior to the generator replacement surgery; it is not known how long the pt was without therpay. No adverse events were reported due to the lack of vns therapy. The neurosurgeon's office was contacted and according to the pt's chart, the generator was explanted due to low battery voltage; the device had an expired battery. There was no indication in the pt's chart that the device had malfunctioned. The explanted device was sent to the pathology lab at the hospital. The device was located and has been returned for analysis. Investigation to date has been not been able to determine whether the device malfunctioned, or simply reached normal end of service. The life of a model 100 pulse generator is varible as it depends on the programmed settings of the device. If the device was programmed to high parameters, the battery may have depleted normally. A review of the device's programmed settings to determine if the device may have reached normal end of the service. Attempts have been made to obtain the history of the device's programmed settings; however, the requested info has not been received to date. The concomitant device not explanted and is currently connected to the pt's new generator.